Event description:
It was reported that the stent procedure was to treat a lesion in the lad. The stent was advanced to the lesion and successfully deployed. However, an injection demonstrated a significent perforation of the lad, occurring at the distal edge of the stent. Another stent was used to treat the site of the perforation and was placed just distal to the original stent, with significant overlap between the two stents. Further injection demonstrated that there was still a perforation, but that it was somewhat improved. Prolonged balloon inflations were performed with the stent delivery system (sds) balloon and the perforation was sealed completely it was noted by the cath lab staff, that after the device was removed from the pt, it was inflated to 14 atm and measured, and they believe it appeared oversized.